Event description:
It was reported the patient's ((B)(6)) scs system was explanted and replaced due to infection. The lot, serial, and model numbers for the scs system were not provided in the original report. As a result, only limited info can be provided. Attempts to obtain add'l info regarding this patient and/or event were unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.